Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The microscopic view of the broken surface is homogenous and does not show anomalies. The material is in compliance with specification and with the international standard. Due to the missing threaded parts, verification of measurable dimensions of the broken locking screw could not be completed. The head was found to be in compliance with the technical drawing and specifications. The exact cause of this occurrence is undetermined. The examination of the raw material certificates and the manufacturing papers could not be completed since the lot no. Is unavailable.

Event description:
The screw head broke off. This is 1 of 1 report for the complaint (B)(4).